Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that during lead implant procedure, patient experienced dyspnea and had low blood pressure. It was noted under x-ray that the lead screw came-out. Physician took the screw back into the lead and the operation was stopped. Patient&#38112;condition was stable.